Manufacturer narrative:
Submit date: 6/3/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer reports a 12fr foley catheter that became "hung up" during removal. Two rns tried to deflate the balloon which was as empty as possible. Once removed, the balloon was not deflated all the way.

Manufacturer narrative:
Submit date: 7/26/2016. The device history record (DHR) of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and was released according to established procedures. One used sample was received for evaluation. The sample was set for evaluation and inflated with water. The sample was inflated and deflated multiple times; however, no issues were found during deflation of the balloon. The sample worked properly. A possible root cause was not determined since the failure mode was not confirmed; this condition could be related to usage. A quality alert was generated to notify manufacturing personnel about this issue. No corrective action will apply since failure mode was not confirmed as related to manufacturing process. This complaint will be used for tracking and trending purposes.